Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 270cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient¿s left breast prosthesis deflated following a biopsy. In addition, the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient will undergo explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 31-jul-2020, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 375cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).